Manufacturer narrative:
Device evaluaton anticipated, but not yet begun.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the monitor did not display the blood gas readings and a reference sensor failure occurred. The only visible screen to appear on the monitor is the hematocrit saturation screen. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.